Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds a component is missing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product name: attune knee articulating surface and spacer block assembly product code:- 254401014, 254500527, 254500525. Lot/batch/exp: bfa0p57, mvmcjx720, mvmcjx530. Was the product being used in a clinical trial? No . Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? Yes . Event outcome/how was it managed? Due to the last event regarding the attune springs, I decided to check the set once opened more thoroughly. I spotted the spring problem with the spacer assembly. This spring was removed before the instrument was used. The other two articulating surfaces had spring issues too. On close inspection after used the 254500527 spring appeared to be damaged and so I asked for this to be taken out of circulation. The 254500525 also appears to have an issue but this time with the plastic stud which holds the spring. Please see the pictures attached. The patients operation was not affected. No x rays are available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.